Manufacturer narrative:
The reporter indicated the surgeon noted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -8.50/1.0/037 (sphere/cylinder/axis) "would not deploy and was stuck in the inserter. He tried to re-load it but was not able, so we had to use the backup". A backup lens was implanted into the patient's left eye (os). Claim# (B)(4).

Manufacturer narrative:
A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D6a - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -8.5/1.0/037 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os). Lens stuck in cartridge or jinjection system. Back up lens implanted. Problem resolved. Additional information has been requested but none has been forthcoming.